Event description:
The caller reported that the tracheostomy tube broke off at flange during insertion. The pt was attempting to insert the new tracheostomy tube and the flange came loose from the body of the tracheostomy tube. The caller stated there was no pt harm and the pt replaced the tracheostomy tube with a spare.

Manufacturer narrative:
The tracheal tube 8 dct lot number 0901000662 was received for eval. The snap head was separated from the outer cannula confirming the failure mode.